Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and failed battery alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. New battery did not resolved the issue, failed battery alarm recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the device having failed battery test alarms on event date of (B)(6) 2021.device received with open book image after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to open book image. Successfully utilized crest and thus to download history files and trace files. Software pump error was present in the history/trace file on event date of (B)(6) 2021 15:47:18.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Multiple failed battery test alarms on event date of (B)(6) 2021 from 15:12:51:000 to 15:47:45:000.tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, severe corrosion on battery tube and scratched case.the device was cut open with damage on the lcd assemblies flex tail (melted/heated) noted during visual inspection of the electronics.device was confirmed for open book image and pump error 53 due to software error (esf2610666). Failed battery test alarms confirmed due to severe corrosion on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.